Event description:
It was reported that the ilet user accidentally removed the infusion set while attempting to take off the needle guard during a supply change, after which a new infusion set was obtained, and the change was successfully completed with resumed insulin delivery. No symptoms or adverse clinical effects were reported. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included customer service troubleshooting and user education regarding proper infusion set handling and deployment. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.